Event description:
Patient presented to the physician with ongoing right side jaw pain, neck pain, and limitation of head movement since the implant procedure. Physician referred the patient to physical therapy for pain management.